Event description:
I am reporting premature device failure of two consecutive stelo continuous glucose monitoring (cgm) sensors manufactured by dexcom. I applied the first stelo sensor according to the manufacturer's instructions. The sensor stopped functioning completely after approximately five days, well short of the expected wear period. There was no trauma, dislodgement, or misuse. I applied a second stelo sensor, again following all instructions. This sensor stopped working entirely after approximately 72 hours. This was not a temporary connectivity issue or intermittent signal loss; the sensor ceased functioning and did not recover. I contacted stelo customer support regarding these failures. The manufacturer closed my support case stating that they "could not validate the issue" and declined to issue a replacement sensor or refund. No meaningful investigation or corrective action was offered despite two consecutive premature failures. I am a physician and was trialing this device to assess whether it could be reasonably recommended to patients. Repeated early device failure combined with the manufacturer's refusal to address or investigate the issue raises concerns regarding device reliability and post-market surveillance. No injury occurred in my case, but failure of a continuous monitoring device raises concern for potential patient risk if similar failures occur in individuals relying on this device for health-related decision-making. Pt code: 4582. Device code: 3023. Ref report: mw5184021.